Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2014 and suture was used on the four trocar sites. The patient was discharged from the hospital on (B)(6) 2014. The physician received a call on (B)(6) 2014 from the patient. The patient reported that she had developed a rash around the port sites. The patient was seen by the physician on (B)(6) 2014. The patient had a 5-10 cm nonedematous red rash with pruritus around each trocar site. The patient was afebrile. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.